Manufacturer narrative:
Result: the benchmark dc was kinked in two locations on the section of the proximal shaft visible proximal the packaging tube; and visibly fractured just distal of the proximal end of the packaging tube. The inside of the packaging tube was wet, and parts of the benchmark dc were visibly stuck inside the tube. The benchmark dc was stuck inside the packaging tube, and the penumbra investigator had to dissect parts of the tube to complete the investigation. The benchmark dc was noted to have multiple ovalizations in the proximal and distal shafts. The included benchmark select not mentioned in the complaint was not damaged. Conclusion: the complaint has been evaluated. The initial complaint indicated that the technologist experienced resistance while attempting to remove the benchmark dc catheter from its packaging. The benchmark dc eventually fractured and unraveled when force was applied. Evaluation of the returned device confirmed the fracture in the proximal catheter shaft. In addition, the benchmark dc was kinked and ovalized in multiple locations along the shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the benchmark dc is withdrawn against resistance from the packaging tube with excessive force at an angle, it is likely that this type of damage would occur. The resistance experienced was likely due to the hydrophilic coating of the catheter being hydrated, and then dehydrated while in the packaging tube. If saline or another fluid is applied to the external catheter shaft, and then improperly left to dry, the hydrophilic coating will likely become adhesive. There was no water damage to the packaging card, and the included benchmark select was undamaged, ruling out potential that the evaluated damage occurred during transit. The benchmark dc, benchmark select, and the packaging card were damaged by the penumbra investigator during the investigation. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using the benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter became fractured and was not used. The procedure successfully continued using a new benchmark delivery catheter.